Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the probable cause of the lack of image was attributed to faulty quantum and bi boards (printed circuit boards). However, the specific cause of the faulty printed circuit boards could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition lcd monitor was not functioning properly, had no start up logo, no image and the buttons did not display but showed a power light. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the rear cover was discolored, cosmetic wear was noted, the quantum board and band imaging board were faulty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.